Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient was hospitalized on (B)(6) 2026, due to hyperglycemia event caused by a bent cannula. The infusion set was in use for one day. The patient was hospitalized with symptoms including nausea, vomiting and remained in hospital for twenty-four hours. The patient's blood glucose level at time of hospitalization was 358 mg/dl, and was treated with correction with the pump and intravenous (IV) fluids for hydration due to vomiting. No further information available.